Event description:
Customer from (B)(6) was using the cobas ampliprep/cobas taqman (B)(4) (m/n 04894570190), which generated a result for one sample of "target not detected" (tnd). The customer noticed, after the processing of the run was completed, that there was more than 500 ul of plasma still remaining in the s-tube. This would indicate that the sample may not have been aspirated by the cobas ampliprep instrument. However, a target not detected (tnd) result was generated for this sample and the result was not flagged. Since the customer detected the sampling issue, they re-ran the sample. When the sample was repeated, without any sampling abnormalities, it generated a result of (B)(6). The (B)(6) result was reported.

Manufacturer narrative:
A customer complaint, (B)(4), was received from (B)(6) stating that a customer ran cap/ctm hbv which generated a result for one sample of target not detected (tnd) but noticed after the processing of the run that there was more than 500 ul of plasma still remaining in the s-tube. The tnd result was not flagged. When the sample was re-run, it generated a result of (B)(6) . The (B)(6) result was reported. It was found that the sample transfer from input-s-tube into spu process chamber was not handled correctly. Normally this step is monitored by the sample clot detection feature and in cases where a clot was sensed, the result would be flagged and invalidated. It was determined that the flagging of clot detection feature was inactivated for this cap instrument. Upon further investigation, it was determined that all cap instruments configured with al software v. 3.3.5 in production, since (B)(4) 2012 do not have the flagging for clot detection feature activated. The flagging feature is inactivated during qc release testing. Without the flagging of clot detection activated, it is possible to generate (B)(6), or under-quantitated results that are not flagged. For this specific issue, cap instruments reloaded with other al software versions (al 3.3.2 for cobas s 201, al 3.3.6 and al 3.3.7) at the customer site are not affected, because the revised software load reinitializes the cap and the default clot detection is activated. Due to the findings of the investigation, a field action was taken. An urgent medical device correction (umdc) # (B)(4) was released on 11-oct-2012 informing users of the issue and informing them that mandatory field service visits will be scheduled to perform master initializations on all impacted cobas ampliprep systems (s/n (B)(4) that are using amplilink software v. 3.3.5). An interim workaround was provided, instructing users to inspect input s-tube volumes after processing to verify that remaining volumes are consistent. In addition, customers were advised that, if prior results were generated that did match the patient's clinical picture, those results should be reviewed. Although unlikely, the results could have been impacted by the issue.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
Customer from (B)(6) was using the cobas ampliprep/cobas taqman hbv test, v2.0 - expt-ivd (m/n 04894570190), which generated a result for one sample of "target not detected" (tnd). The customer noticed, after the processing of the run was completed, that there was more than 500 ul of plasma still remaining in the s-tube. This would indicate that the sample may not have been aspirated by the cobas ampliprep instrument. However, a target not detected (tnd) result was generated for this sample and the result was not flagged. Since the customer detected the sampling issue, they re-ran the sample. When the sample was repeated, without any sampling abnormalities, it generated a result of (B)(6) . The (B)(6) result was reported.